Event description:
In preparation for an ercp for pancreatic duct stone extraction, the user was preparing to use a cook memory eight wire basket. It was reported that the user opened the package and, before advancing into endoscope, the user pushed the sheath to test the device function. The basket wire was broken. The user changed to another device to continue the procedure. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
The investigation is ongoing. A follow up emdr will be submitted within 30 days of submission of this report.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a white plastic bag. Provided with the return was an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted with the broken wire remaining outside of the catheter. The basket had one broken wire detached at the proximal end of the wire and remaining attached at the distal tip of the basket. The basket was able to fully advance and retract during handle manipulation without resistance. The broken wire would remain outside of the catheter during retraction. Under magnification of the broken wire evidence was found of embrittlement of the wire material. The fracture point of the basket wire was found to be close to the basket's proximal solder point, but there was no evidence of the wire being damaged by the buff process. No parts of the device appear to be missing. A kink was noted in the drive wire and catheter 70.2cm distal to the handle. No other anomalies were detected. A lab meeting was held with production and manufacturing engineering on 13aug2024. It was determined that the wire had been embrittled during the soldering process due to heating and reheating of the solder during the manufacturing process. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause of the broken basket wire was traced to the soldering process. Based on the visual examination it appears the basket wire was embrittled during the soldering process. This can occur during the heating and reheating of the solder and will not be visible to the operator. Production management and the department team leads were notified of this occurrence. Prior to distribution, all memory eight wire basket are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.